Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. X-rays were taken and indicated the extension appeared to be fractured approximately 13 cm from the ipg header. Surgical intervention was undertaken and the extension was explanted and replaced which resolved the issue. Postoperatively, the patient reported receiving effective therapy.